Manufacturer narrative:
The customer technical specialist (cts) attempted to troubleshoot over the telephone. When the customer opened the instrument there was clenz leaking from the right side of the instrument. Service was dispatched and the source of the leak was discovered to be coming from the waste line to the flow cell vent line (vl49). Vl 49 has: blood, clenz, retic clearing and stain, erythrolyse and stabilyse flowing through the tubing. The fse replaced the tubing at vl49. The root cause is attributed to faulty tubing at vl49.

Event description:
A customer contacted beckman coulter inc (bci) reporting a leak on the inside of the coulter hmx hematology with autoloader analyzer while troubleshooting. The customer was wearing personal protective equipment (ppe). There was no exposure, or contact with the eyes or skin, open wounds or mucous membranes. There was no effect to patients or end user.